Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the motor device had a hole during testing. During in-house engineering evaluation, it was determined that the device had large holes in the hose near muffler, the tube in muffler housing moved freely, the modified set screw was loose, the device had low power and there were marks on the housing. The device also failed pretests for muffler tube verification, hose verification, loctite for modified set screws and rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.